Event description:
The customer medwatch reports that the surgeon was using a laparoscopic needle aspirator to puncture the gallbladder and a sharp point broke off the instrument. The risk mgr reports via telephone that the piece was retrieved without incident or delay in the procedure and the surgeon did not feel it was necessary to x-ray since the pieces matched. A cholecystectomy was being performed. There was no pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.